Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the lead was explanted and replaced to address the issue, and ipg was electively replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on the 3225 lead, and as a result was experiencing ineffective stimulation. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.